Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that when the image acquisition system (ias) was booted, the system displayed a calibrate motion message on the pendant. The m key was held down to calibrate the system and it moved through a few motions but after about 5 minutes, it stopped. It had not done the wag motion portion of the calibration. The representative went to the tech service console and invalidated home again. When the m was held down again, the system moved up/down left right, but got stuck in the wag motion. It would wag for at least a minute but not move past this. The system was rebooted and motion was now able to be calibrated. There was no patient present when this issue was identified.